Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, cracked battery tube, minor scratches on the display window and a cracked case at the display window corners. (B)(4)

Event description:
The customer's parent reported via telephone call that the insulin pump was cracked at the reservoir compartment and that the reservoir seemed loose. The blood glucose reading was 160 mg/dl. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.